Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and a retention sample from which the fiber of the same lot as the actual sample. The retention sample underwent the gas transfer performance testing in conformity to the shipping test method, by circulating arranged bovine blood. No anomalies were revealed in the gas transfer performance of the retention sample, with the obtained values meeting the factory specifications. The perfusion record review indicated that during 20:45 -22:05 the rpm of the pump was aprox. 5928 and around 21:32, the flow rate started to get decreased. From this it is assumed that some factor(s) which prevented sufficient blood flow started to get activated. A review of device history record of the involved product/ lot # combination confirmed there were not any indications of production-related problems. A search of the complaint file did not find any other report with the involved product/lot # combination. The investigation results verified that the retention sample is the normal product. Although the exact cause cannot be determined based on the available information, the gradual deterioration in the gas transfer performance, based on the fact that the deterioration occurred after ao-clamping and that the blood flow rate started to get decreased even with the same rpm, it is likely that at the beginning of the circulation there was not formation of thrombus enough to prevent the blood flow rate but later the thrombus grew enough to cause the reported difficulty. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: start the gas supply with v/q=1 and fio2=100%, then make adjustments according to the following blood gas measurements: if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance; and increase gas flow rate , to 15l/min for 10 seconds. Do not repeat this flushing, even if oxygenator performance is not improved. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported insufficient gas exchange in the capiox fx15 device during a procedure. Follow up communication with the user facility reported the following information: an emergent operation for vsp was conducted with capiox fx15 device; the max flow volume for the patient was 4.6l/min., in spite of no rise of his body temperature; po2 was decreasing; fio2 and gas flow volume were increased; the po2 was still getting lower; about four (4) hours after pump on, a new capiox fx15 was connected in parallel with the first fx15 in the circuit; then, the value was improved; the operation was completed successfully; and there was no harm to the patient.